Event description:
During an in clinic follow up, upon interrogation it was noted the device was in back up mode. It was noted the patient had undergone an MRI without the device being programmed into MRI mode. Technical support was contacted and recommended reprogramming to resolve the event. The device was reprogrammed. The patient was stable.